Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. It is unknown at what firing this occurred. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): jaw or cam. The analysis results of the device found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.